Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Device not returned.

Event description:
It was reported that a revision surgery is planned the (B)(6) 2019 after the first surgery the (B)(6) 1996 for abg1 implant diameter 28/50"major bone defect of the acetabulum on a well fixed implant - to avoid reconstruction of the complex acetabulum. "